Event description:
It was reported to philips that collimator shutter hardware failure caused imaging loss on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective collimator shutter hardware. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).